Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s parent that the patient experienced an elevated blood glucose level of 530 mg/dl while wearing the pod, occurring approximately 24 to 36 hours after placement. The parent reported uncertainty regarding whether the cannula was properly seated at the infusion site on the back and also reported insulin leakage during wear. The patient was evaluated at a physician¿s office and was diagnosed with hyperglycemia; no medical treatment was administered during the visit. Following the event, the parent successfully placed a new pod on the patient.